Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.

Event description:
It was reported that 2/3 of the touchscreen is blacked out and unresponsive. There was no impact to customers' blood glucose level.